Event description:
It was reported that a pacemaker dependent patient was presented in hospital for heart failure but was asymptomatic when pacing was inhibited. Real time egm revealed intermittent noise spikes. Programming changes were done and patient will be monitored.